Manufacturer narrative:
Concomitant medical products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 97791, lot# n380936, implanted: (B)(6) 2013, product type: accessory; product ID 3487a-45, lot# v560140, implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 97791, lot# n385495, implanted: (B)(6) 2013, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further stated that the device had lasted 14 months. The patient was in a lot of pain and it was getting worse. The patient stated the implant was the only thing that had helped her

Event description:
It was reported the patient had an elective replacement indicator (eri) message on the patient programmer 1 to 2 days prior to the date of the report. The implantable neurostimulator (ins) battery depletion was being reported as premature. The patient expected the ins battery to last longer than 1 year. It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative and had an appointment on (B)(6) 2014. It was also stated that the patient was still having concerns but had not sought further help. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.